Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR: an fg maverick 2 mr, 2.00mm x 20mm was returned for analysis. Visual and tactile inspection identified the balloon had been subjected to positive pressure and returned in a deflated state. A hypotube kink was identified at 1.3cm distal to the distal end of the strain relief. Microscopic analysis identified no kinks or damages on the shaft polymer extrusion, no issues noted with the bumper tip, and no damaged to the distal and proximal markerbands. A leakage testing was performed where the device was attached to an encore inflation unit and an attempt was made to inflate the balloon however, under microscopic analysis, a pinhole was identified above the proximal markerband. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14nov2025. It was reported that balloon leak occurred. The 25% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.00mm x 20mm maverick? Balloon catheter was advanced for pre-dilation. Upon reaching the lesion site, the balloon was observed to be leaking water from the tip of the device. No visible pinhole was noted at that time. The balloon was replaced with another of the same device, and a stent was successfully implanted. No patient complications were reported, and the patient remained stable post-procedure. However, returned device analysis revealed a balloon pinhole.